Event description:
It was reported that; regarding an aviator revision surgery, she mentioned that the surgeon revised her hardware due to screws backing out and non-union at c3. Original surgery was on (B)(6) 2014 for a c1-c3 acdf procedure. Her revision was successfully completed.

Event description:
It was reported that; regarding an aviator revision surgery, she mentioned that the surgeon revised her hardware due to screws backing out and non-union at c3. Original surgery was on (B)(6) 2014 for a c1-c3 acdf procedure. Her revision was successfully completed.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. Visual inspection indicated the returned plate showed signs of use. Scratches and heavy marks noted all throughout. Two spring bars are missing from one of the ends of the plate likely where the screws backed out and/or removed during explantation. Conclusion: the likely root cause for the screws backing out is failure of the reported plate's locking mechanism which resulted in screws backing out.